Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported that after changing out supplies, blood glucose level improved. Customer suspected that cannula may have been bent; however, this was not confirmed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Customer delivered correction boluses to stabilize blood glucose levels. System check was performed with tandem technical support and pump performed as intended. Customer reported using novolin r insulin.